Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). G.5. PMA / 510(k)#: k130470. H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported receiving false positive on nov and rov. Field service was dispatched. Field service performed normalization on both readers. Field service restarted the instrument and performed efc. Normalization value was confirmed within specs and 5-ch qualification test was performed successfully. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2023, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, there was a false positive result. No patient impact reported. The following information was provided by the initial reporter: "there are problems with double detection of noro and rota virus. Normalization with the new map is necessary. Nobody was harmed due to the correct safety behavior of the max."